Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a cre balloon dilatation catheter was used during a dilatation procedure in the esophagus on (B)(6) 2012. According to the complaint, after the procedure was completed with this device, the balloon was deflated; however the balloon would not fold properly and was difficult to be withdrawn from the scope. The physician removed the balloon with the scope and cut the catheter on the black exit marker to remove it from the scope. The exit marker detached from the catheter and became stuck in the scope where the cleaning staff had to remove it. It was confirmed no pieces detached inside the patient. They reintubated the patient for a second look as part of the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The reported event of exit marker detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.